Event description:
Reporter stated that customer received the following results on the aviva system within 10 minutes: 20.2 mmol/l and 9.2 mmol/l. No actions reported based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).